Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy, under vision entry of laparo scope, the seal was damaged and the surgical time was extended by 30 minutes or more because of difficulty in maintaining pneumoperitoneum due to leakage of carbon dioxide. Another trocar was used to complete the procedure. There was no patient injury.